Event description:
This pt has had low r-waves and the current physician opted to revise the lead. The revision was unsuccessful and a new lead was implanted, resulting in the same r-wave values. It was determined that this is an issue with the pt's tissue. The pt is doing well despite the low r-waves and the hospital has discarded this lead.